Event description:
It was reported that the patient presented for the device upgrade procedure. During the procedure, the left ventricular (lv) lead failed to advance through the guidewire and unable to be removed. The lv lead was not used and replaced during the procedure. The patient was stable.

Event description:
It was reported that the patient presented for the device upgrade procedure. During the procedure, the left ventricular (lv) lead failed to advance through the guidewire and unable to be removed as the lead was damaged. The lv lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to disconnect and guidewire could not be removed. A complete lead without a guidewire was returned in one piece for analysis. A guidewire insertion test could not be performed due to the condition of the inner coil as received. Visual inspection found the inner coil bunched up and bent in multiple locations of the lead body. Pieces of ptfe coating of the guidewire were also found inside the bunched-up inner coil locations. The cause of the damaged inner coil is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction: b5, h6.